Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the cdh29 instrument cut but did not staple. Another cdh29 was used to complete the case. There was no consequence to the pt.